Manufacturer narrative:
Expiration date unknown as lot # is unknown. (B)(4). Balloon rupture is listed in the instructions for use. No product was returned to assist in this investigation. Balloon burst, compliance, and fatigue verification testing were performed. The device is inspected to ensure balloon is undamaged. Vendor burst tests a minimum of 10 balloons per lot. Each device is leak tested and the balloon bonds are examined. These detection activities will likely a result in a very high probability of detection to prevent rupture. The rated burst pressure, rbp is documented in the instructions for use (IFU) and label. Each device is shipped with an IFU that delineates the proper inflation and deflation procedures. Without the complaint device, a thorough root cause analysis is not possible. In the absence of external restraints, the balloon is designed to burst in a longitudinal direction. The balloon rupture ultimately resulted in difficulty removing the device. Inflation pressures were not provided and the patient anatomy was not described. In the absence of complaint detail, it is difficult to determine factors other than patient anatomy that may have contributed to this complaint. Due to this absence of detail, the root cause for this complaint is inconclusive. We will continue to monitor for similar complaints. Per quality engineering risk assessment, there is insufficient risk to warrant risk reduction activities.

Event description:
The balloon ruptured circumferentially upon inflation and could not be resheathed. The physician had to pull entire assembly out and start over. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.